Manufacturer narrative:
Gtin: not available as the product code is unknown. Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was visually inspected and biological debris was found throughout the device. The valve was program, pressure, leak and reflux tested, passing tests. The cam magnets were also controlled and no defects were found. When the device was inspected under appropriate magnification, the biological debris was discovered that appears to be the cause of the customer¿s complaint. A review of the device records history confirmed that the device conformed to the required specifications prior to distribution. The root cause of the problem reported by the customer is due to biological debris found on the spring, spring pillar, ruby ball, seat of the ruby ball, cam mechanism and the base plate. Based on the results of this investigation, no further action is required. At the present time this complaint is considered closed. Trends will be monitored for this and similar complaints.

Manufacturer narrative:
(B)(4)

Event description:
Affiliate reported that the setting pressure of the device could not be changed by the programmer after implantation. The revision surgery was conducted and the device was replaced by the new product. Further information would be provided as soon as (B)(6) receive it from the facility.